Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and plug. No unexpected lost sensor signal alarm or sensor communication errors noted. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 245 mg/dl at the time of the incident. Customer stated that they did not press a button down for three minutes or longer. The insulin pump will be returned for analysis.